Event description:
The service report shows the customer stated that the "bpm" does not function. The nellcor puritan-bennett factory service technician verified the breath rate was out of specification at all setting by more than 10%. The nellcor puritan-bennett factory service technician inspected the device and adjusted p1 on the rate control "pcb" and performed its 6000 hour scheduled "pm" to correct the reported issue. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.